Event description:
It was reported that balloon rupture occurred. The patient was presented with arteriovenous fistula stenosis of the artificial vessel of the left upper limb. The target lesion was located in elbow artery. A 8.0 x 40, 75cm mustang balloon catheter was selected and the outer package of the balloon was checked without damage. The balloon was advanced into the vein side stenosis of the artificial vessel through the guide wire. The balloon was inflated twice at 10-22 atmospheres for 30-60 seconds. However, on the third inflation at 24-26 atmospheres and the pressure was reduced, the balloon ruptured. It was found that the balloon was damaged when the physician withdrew the balloon. The device was removed and the procedure was completed with another of same device. There were no patient complications reported and the patient was stable after the procedure.

Manufacturer narrative:
The complaint device was returned for analysis. Circumferential tear was noted at approximately 20 mm distal to the distal end of the proximal marker band. No other issues were noted with the device.

Event description:
It was reported that balloon rupture occurred. The patient was presented with arteriovenous fistula stenosis of the artificial vessel of the left upper limb. The target lesion was located in elbow artery. A 8.0 x 40, 75cm mustang balloon catheter was selected and the outer package of the balloon was checked without damage. The balloon was advanced into the vein side stenosis of the artificial vessel through the guide wire. The balloon was inflated twice at 10-22 atmospheres for 30-60 seconds. However, on the third inflation at 24-26 atmospheres and the pressure was reduced, the balloon ruptured. It was found that the balloon was damaged when the physician withdrew the balloon. The device was removed and the procedure was completed with another of same device. There were no patient complications reported and the patient was stable after the procedure.